Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 4mm distal to the proximal markerband there was a pinhole.

Event description:
Reportable based on device analysis completed on 01-dec-2022. It was reported that no known device issues were encountered. The 85% stenosed, target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50mm x 20mm maverick 2 balloon catheter was advanced for post-dilatation. However, physician tried to post balloon after stenting. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a balloon pinhole.